Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0871 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No damage noted on the electronic assembly or on the motor. Device had intermittent button response on the esc, act and the up arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd board was found locked properly. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the all the keypad buttons were not sensitive. Customer¿s blood glucose level was unknown. The device will be returned for analysis.